Manufacturer narrative:
(B)(4). The customer reported that this intellivue mms had a broken case due to a drop. No pt alarm was reported. As of (B)(4) 2011 no additional info was provided as to how the device has broken the case (if this was an unexpected fall or an accidental user related drop), therefore, philips will report this incident in abundant caution. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that this intellivue mms had a broken case due to a drop. No pt alarm was reported.